Manufacturer narrative:
A patient experiencing pain/swelling at the ipg site was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced swelling and pain at the ipg site. As a result, surgical intervention may be undertaken at a later date to address the issue.